Event description:
Additional information received 05dec2019 reported that tech services was onsite on (B)(6) 2019 for the bend relief repair. Applied silicone adhesive pulled the bend relief up and secured with rescue tape. Applied three other areas with rescue tape as well that had cuts in the outer jacket. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section d4: additional information (expiration date) section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section h4: additional information manufacturer's investigation conclusion: analysis of the submitted images confirmed the reported damage to the pump cable bend relief. This evaluation also identified discoloration of the pump cable bend relief; however, a specific cause for these findings could not be conclusively determined through this evaluation. The center submitted photos of portions of the pump cable, modular cable, and white power cable of the system controller. The pump cable distal end bend relief appeared to have fully separated from the in-line connector. The underlying armor layer appeared slightly frayed but none of the layers below the armor were visible. This image also revealed that the pump cable bend relief had discolored to a dark brown color. Multiple requests for additional information were sent to the center; however, no log files have been submitted and the products have not been returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with hm3 controller and driveline bend relief damage. There were no alarms reported. The patient is scheduled for a clinic visit on (B)(6) 2019 and log files will be submitted at that time. The patient¿s modular cable and system controller will be replaced at that time. Rescue tape will be applied to the driveline bend relief. No additional information was provided.

Event description:
Additional information reported that on (B)(6) 2019, the patient sent the vad center pictures of heartmate3 driveline bend relief damage modular cable silicone damage and controller bend relief damage. No alarms reported. The patient was scheduled to return on (B)(6) 2019, but the visit was cancelled. The patient returned to clinic on (B)(6)2019 to have controller exchanged; however, the exchange was uneventful and subject returned home. No additional information provided.